Manufacturer narrative:
.

Event description:
The customer reported that the battery does not charge. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
The device was repaired and passed performance testing after the repair was completed.